Event description:
Activation was performed on (B)(6) 2026, and 3 days later the patient contacted the hospital due to spontaneous implant loss.

Manufacturer narrative:
Implant loss is a known complication associated with the use of bone anchored hearing systems and is described in the ponto system labelling; failure of osseointegration has a variety of potential causes, including lack of adequate bone quality and/or quantity, lack of irrigation during surgery, surgical complications, infection, generalized diseases and trauma to the implant. Should the implant become loose there is normally bone available for surgical placement of a new implant close to the old site.